Event description:
Pt states that she had a 3d mammogram done at (B)(6). She states that she received a burn that appeared to be like a sunburn. She saw her physician who indicated that it appeared to be a radiation burn. She was seen by a dermatologist who said that she had radiation dermatitis who said that she had radiation dermatitis. Neither physician staged her burns. Pt has experienced pain and soreness for over two months and has been unable to wear a bra. Pt states that scars are present where her skin was torn. Pt returned to diagnostic imaging twice. She wanted to show them the damage. She was escorted out the side door the first time and never given any explanation the second time. She told them on the last visit that she was leaving through the front door where she came in. Pt does not want anymore to suffer as she has.